Event description:
It was reported that during a therapeutic procedure the camera head had a image blackout. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure the camera head had a image blackout. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was reproduced when the repair department inspected the product. It is presumed that a cable failure caused a communication failure, resulting in image defects. Olympus will continue to monitor field performance for this device.